Manufacturer narrative:
Third party analysis was conducted and found a cup inclination angle of 58 degrees with an anteversion angle of 40 degrees. On an x-ray dated (B)(6) 2008 the cup inclination angle was measured at 56 degrees with an -7 degrees anteversion. Both are not in accordance with the applicable biomet surgical technique which recommends respectively an 45 degrees cup inclination angle with an 20 degrees anteversion angle. Insufficient anteversion of the cup is associated with edge loading of the bearing surface which can lead to abnormal wear with the associated clinical symptoms. No data are provided on metal ion levels or any pseudo tumor. On an x-ray dated (B)(6) 2009 the cup inclination angle was measured at 87 degrees. It can be concluded that the acetabular cup had migrated over time and there also was a broken screw in the roof of the acetabulum visible on the x-ray. It was also noted that the femoral hip stem was in 3 degrees of varus with spot welding in zone 3 and 4. A malpositioned hip stem will not affect cup position, but it will affect the biomechanics of the joint. The main effects are reduced offset and shortening. These conditions make it likely that there will be impingement, micro separation and subluxation of the bearing under normal loading conditions. All of these will cause abnormal loading and risk of excessive wear. It is concluded that the case involved is complex due to a dysplastic hip joint. Due to insufficient data it is not possible to render an opinion on the cause of the reported aseptic loosening and the subsequent revision surgery. A review of the manufacturing history records confirms no abnormalities or deviations reported. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2009 due to aseptic loosening.